Event description:
The customer reported the system had display problems and shut down on its own. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the kv controller board, the aec board and the generic interface boards. The system operates as intended.